Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-sep-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. It was reported that the catheter was occluded and the pump was "not working." The patient had gone to a surgeon, but was irritated because nothing had happened yet. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-apr-2019 from the patient who reported that he had been in chronic pain for 2 months and he had surgery last week ((B)(6) 2019) to have his pump and catheter changed. Per the patient, they replaced the catheter ¿because it was clogged because tissue clogged the catheter up¿. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via device manufacturer representative indicated that the patient was receiving dilaudid (10 mg/ml at 0.480 mg/day) via an implantable infusion pump. It was reported that the patient was getting inadequate pain relief. An unsuccessful dye study was performed and the healthcare provider (hcp) and the pump and catheter were replaced. There were no known factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. It was noted that the explanted devices were discarded. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient had a failed dye study and was referred to a neurosurgeon, but for an unknown reason the neurosurgeon was delaying the surgery. The patient had been referred to a new surgeon. The patients weight was (B)(6). The issue was not resolved. No further complications were anticipated/reported.